Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the needle was broke. The blood glucose was unknown. The customer stated that needle was hard to remove. Customer was not reporting that the sensor or needle fractured while in the body. Customer reports the needle was no longer in the body. Customer reports that they did not receive medical treatment as a result of the needle fracturing while still in the body. The device will not be returned for the analysis.